Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate, approximately 4 years and 4 months post implantation of a 26mm sapien 3 valve, a valve in valve is to be performed for a failed valve. The mode of failure is unknown.

Manufacturer narrative:
This event was previously reported by edwards lifesciences under manufacturer report # 2015691-2024-05465. Originally the complaint was received for a failed edwards transcatheter valve in the aortic position; however, additional investigation revealed there wasnt an issue with the patients tavr, the patient was being seen for their native mitral valve. There is no evidence of an ew device malfunction or any adverse event. Based on these results, this complaint is no longer considered to be a reportable event and a corrected report is being submitted.